Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). D4: the reported lot #: 2-4646-h-01 is not a valid baxter lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a ¿membrane rupture¿ of an unspecified polyflux set during prime. The set was replaced, and therapy was performed without further issues. There was no patient involvement. No additional information is available.